Manufacturer narrative:
The incident apparently occurred on (B)(6) 2010, but was not reported to us until now. The pt had a drain placed in the right lateral thigh during a surgical procedure. As the drain was being removed, it broke and a piece was retained inside the pt. A local anesthetic was given and the retained piece was removed without further complication. The pt's medical record was reviewed but it is not known if any suturing took place near the drain. The sample was not retained for eval. The lot number provided is not an accurate lot number. We have not had any other complaints logged for this item number. If a suturing needle had nicked the drain, its strength would have been compromised and this could have contributed to the reported incident. Without the sample, a root cause has not been determined. No corrective action is indicated at this time.

Event description:
Upon removal from the lateral thigh of the pt, the drain broke and required intervention to remove the retained piece.